Event description:
It was reported that the patient felt a sharp twinge in her device pocket and then couldn't recharge. The patient had not had stimulation or recharged the device in several months. The device was overdischarged due to coupling and unspecified health issues. The patient was scheduled for a physician mode recharge. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.